Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into the emergency room after receiving inappropriate high voltage shocks from the patient¿s implantable cardioverter defibrillator. Information was relayed via a merlin on demand transmission as to the event. Suggested programming changes were then relayed to the physician but no programming changes were made. No further information is available.